Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on the right atrial (ra) channel. The patient was seen in clinic and there was loss of capture (loc) when the voltage decrements. Technical services (ts) stated that the right atrial (ra) lead pacing impedance measurements, were out of range for less than 200 ohms. There was blanking due to noise response and conduction from left ventricular (lv) only pacing. It was suspected that there could be insulation breach. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on the right atrial (ra) channel. The patient was seen in clinic and there was loss of capture (loc) when the voltage decrements. Technical services (ts) stated that the right atrial (ra) lead pacing impedance measurements, were out of range for less than 200 ohms. There was blanking due to noise response and conduction from left ventricular (lv) only pacing. It was suspected that there could be insulation breach. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on the right atrial (ra) channel. The patient was seen in clinic and there was loss of capture (loc) when the voltage decrements. Technical services (ts) stated that the right atrial (ra) lead pacing impedance measurements, were out of range for less than 200 ohms. There was blanking due to noise response and conduction from left ventricular (lv) only pacing. It was suspected that there could be insulation breach. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.